Manufacturer narrative:
Correction h10 rationale: the fse replaced the bf wash assembly and a precaution. Corrected h10 rationale statement: the fse replaced the bf wash assembly due to component failure.

Manufacturer narrative:
A field service engineer (fse) conducted an onsite visit and was able to confirm the reported error by reviewing the error log. The fse replaced the bf wash assembly and as a precaution, adjusted the sensitivity on the analog board. The customer then ran quality control (qc) with results within specifications and no issues recurring. The aia-2000 analyzer is functioning as expected. No further action is required by field service. A 13 month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2233]: b/f probe 3 overflow sensor failure cause: the overflow sensor is detecting liquid continuously solution: clean b/f probe 3. (See chapter 9, "maintenance") if retry fails, contact tosoh service center or local representatives. The most probable cause was due to failure of the bf wash assembly.

Event description:
A customer reported error 2233 b/f probe 3 overflow sensor failure. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.